Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: plastic distal end cover has a burn, water tightness is lost due to a pinhole on channel tube, insulation resistance value at distal end does not meet the standard value due to burn on plastic distal end cover, bending angle in up direction does not meet the standard value due to wear of angle wire, adhesive on bending section cover has a chip, adhesive around objective lens is peeled, adhesive around light guide lens is peeled, plastic distal end cover has a scratch, connecting tube has a scratch, scope connector cover unit has a scratch, scope connector has a scratch, protector of universal cord on control section side has a scratch, protector of universal cord on scope connector side has a scratch, universal cord has a scratch, image guide protector has a scratch, forceps channel port is shaved, grip has a scratch, scope cover has a scratch, switch box has a scratch, paint on suction cylinder is peeled, paint on air water cylinder is peeled, forceps elevator lever has a scratch, forceps elevator knob has a scratch, up/down knob has a scratch, right/left knob has a scratch, control unit has a scratch, control unit has discoloration, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, due to damage on charged coupled device unit, the image has black dots. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis lucera elite gastrointestinal videoscope had a burnt tip case. During the device evaluation, it was found that there was foreign matter in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.